Manufacturer narrative:
Information regarding suspect medical device section common device name: hemostatic device for intraluminal gastrointestinal use procode: qau information regarding all manufacturers section PMA/510(k): k200972 investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number provided in the photo matches this report. The label in the photo matches the product reported. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy, the physician used a cook hemospray endoscopic hemostat. It was reported [that] the [hemospray] kit was opened and the handle activated as usual. They dried the channel and the area was dry enough. They put the catheter down while holding the back leur lock fitting w/their thumb and connected it to the handle. They shook the handle to make sure the powder was in the bottom of the handle reservoir and it was ok. They tried to spray several times, no powder and the handle seemed to make noises. Then they changed catheters and it still would not work. They opened a [new] kit and it operated correctly and the procedure was finished successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.